Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Review of the alarm log identified the reported insert slide clamp alarm. The cause was determined to be that the safety slide clamp assembly was damaged. In order to address this issue, the safety slide clamp assembly was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an insert slide clamp alarm. It was not reported when in the process this occurred. There was no patient involvement. No additional information is available.